Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that air embolism, st elevation, and slow flow occurred. The patient presented with angina pectoris. The opticross hd imaging catheter was slowly flushed and set up properly before being used. During the procedure, however, the screen became dark and the physician flushed the device again while it was inside the patient. It then seemed there was air emboi with st elevation and slow flow. The procedure was completed with another of the same device. There were no further patient issues.

Manufacturer narrative:
E1 initial reporter city: (B)(6). H6 patient codes corrected. The device was returned for analysis. Visual inspection revealed no issues and the device to be in good condition. Impedance testing showed a wave form with presence of transmission line but very weak transduce. During image characterization testing, a poor image appeared in the ilab system. A picture of the device was received from the client, however the device was observed in good condition.

Event description:
It was reported that air embolism, st elevation, and slow flow occurred. The patient presented with angina pectoris. The opticross hd imaging catheter was slowly flushed and set up properly before being used. During the procedure, however, the screen became dark and the physician flushed the device again while it was inside the patient. It then seemed there was air emboi with st elevation and slow flow. The procedure was completed with another of the same device. There were no further patient issues. It was further reported that the target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The st elevation was treated with medication.

Event description:
It was reported that air embolism, st elevation, and slow flow occurred. The patient presented with angina pectoris. The opticross hd imaging catheter was slowly flushed and set up properly before being used. During the procedure, however, the screen became dark and the physician flushed the device again while it was inside the patient. It then seemed there was air emboi with st elevation and slow flow. The procedure was completed with another of the same device. There were no further patient issues. It was further reported that the target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The st elevation was treated with medication.

Manufacturer narrative:
E1 initial reporter city: (B)(6).